Manufacturer narrative:
The investigation is ongoing. A supplemental report will be completed upon completion.

Event description:
Thv/tvt registry alternative summary reporting adverse event submission for events received by ew during quarter 3 of 2025 for valves in the tricuspid position. Multiple events were identified to have occurred outside of tvt guidelines. In this case, a 73-year-old female patient experienced pacemaker lead dislodgement or dysfunction 0 days post implant of a 26mm edwards sapien 3 ultra resilia valve in the tricuspid position. No additional details are available.

Manufacturer narrative:
The device was not returned for evaluation. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint device interacts with permanent pacemaker lead was confirmed based on the information available to date. Any updates or additional findings will be submitted in accordance with FDA reporting requirements. A review of the DHR and lot history was unable to be performed due to unavailability of the valve serial number to determine if a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. It should be noted that the sapien 3 ultra resilia thv was implanted in the tricuspid position for this case. Therefore, it is an off-label operation. As reported, ''a 73-year-old female patient experienced pacemaker lead dislodgement or dysfunction 0 days post implant of a 26mm edwards sapien 3 ultra resilia valve in the tricuspid position.'' In this case, there was no allegation or indication that a product malfunction contributed to this adverse event. Due to limited information provided, a definitive root cause was unable to be determined at this time. No device or labeling problem was identified during the evaluation. Therefore, no further corrective or preventative action is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.